Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Asr revision due to take place (B)(6) 2015; asr xl - left; reason(s) for revision: pain.

Manufacturer narrative:
Asr xl - left: reason(s) for revision: pain. No lot numbers available. Surgeon unable to confirm lot numbers, added unknown stem and sleeve (querying details) ((B)(6) 2015). Update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated (B)(6) 2015. Update (B)(6) 2015: added stem and sleeve details, no lot numbers available. Taken from claimsuite update 16 july 2015 ((B)(6) 2015). Update alert date (B)(6) 2016. Added kid number, added all lot numbers, all man and expiry dates. Taken from (B)(6) email dated (B)(6) 2016/ the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.